Event description:
In to visit pt at md request after dr's office nurse felt PICC may be infected. Pt had been performing self care on PICC line. On inspection right brachium 18", 0.5" greater than last measurement, brachium edematous with reddened, itchy areas, tender, insertion site pink. PICC removed without difficulty; compress applied, md aware.